Event description:
No harm to patient. Applied the easypoint 25g x 5/8" needle to give sq [sub cutaneous] injection. When injection was administered medication leaked out the side of the needle closest to the plastic arm for needle disposal. Needle was fully engaged on syringe and needle was fully inserted in skin tissue on back of l [left] arm.